Event description:
It was reported that the customer experienced a malfunction with their insulin pump, possibly due to a fall a few days prior while roller skating. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, which provided instructions for resetting the pump. Initially, the customer did not have charging supplies to perform the reset but planned to call back for assistance. Upon following up, technical support successfully helped the customer reset the pump, and the malfunction did not recur. The customer was advised to continue using the pump and call back if any issues reappeared, which they acknowledged and understood.